Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -7.5 diopter, in the patient's left eye(os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. Patient's last visit on (B)(6) 2016 indicated a bcva: 20/20.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found fibers on lens surface. Dimensional inspection found lens was within specification. One similar complaint was reported for units within the same lot. Claim # (B)(4).